Manufacturer narrative:
(B)(6). The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts replaced. The fse cleaned the touch frame (keypad) and display. The unit passed extended self test (est) test and volume control ventilation (vcv) mode test. Device returned to full functionality.

Event description:
Customer reported touchscreen malfunction. Customer reported that there was no patient involvement.